Event description:
This notification is being reviewed due to an allegation from the user of a q series device that the device is producing black smoke. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.